Event description:
Customer reported that a patient was found with the hook and loop belt around the patient's neck. The patient was found with the yellow self release handle around his neck. The item was immediately removed and there was no associated injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. The facility has indicated the product will not be returned to posey for evaluation. Note: posey instructions for use warning: do not leave patient unattended unless you are sure patient understands purpose for and how to remove the belt. Check the belt is snug, but does not interfere with breathing. (B)(4).